Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was subsequently repositioned. It was noted that the patient had developed diaphragmatic stimulation following the implant of the lead. No other adverse patient effects were reported.